Event description:
Additional information was received that the patient underwent a revision procedure and this product was surgically capped and abandoned. It was reported that upon disconnecting this lead the physician noted that the lead terminal was dissembled, such that the terminal pin/tip was separated from the silicone boot of the lead. No additional complications were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedances from 200-240 ohms along with pocket stimulation, noise and poor decreased sensing. No adverse patient effects have been reported. The patient was to be referred for a lead revision.